Manufacturer narrative:
Product event summary: analysis found poor contact in the output port. However the price quotation for repair was rejected by the customer, so the device was returned unrepaired. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector was damaged. The external pulse generator (epg) was returned for servicing. There was no patient involvement.